Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7, d10, h6 and h11. B5: upon follow-up, it was reported that, the patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was due to a break in aseptic technique. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized and began treatment with vancomycin injection (1gm, intraperitoneal, once every 4th days for 14 days) and ceftazidime injection (1gm, intraperitoneal, once daily for 14 days) for peritonitis. It was reported the patient was retrained on the proper aseptic technique. The patient was discharged 12 days after hospital admission. At the time of this report, the patient recovered from the peritonitis. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm) and fortum injection (1gm, once daily) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.